Event description:
Caller reported that a malfunction occurred on pump with code malf 12. There was no adverse impact to the customer's blood glucose level. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump, and tandem technical support decided to replace the malfunctioning unit.